Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 112.5cm from the hub. The separated ends show signs of tensile force as the shaft is stretched and necked down with jagged edges. There was shaft buckling 25.5cm from the tip. The distal shaft was stretched, necked-down and kinked 24.5cm from the tip. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-sep-2016. It was reported that shaft kink occurred. The 78% stenosed, 11x3.00mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however shaft kink was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.